Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the stago neoplastin laboratory method. The customer initially tested on the meter with a result of 4.7 inr at 11:24 a.m. The customer re-tested on the meter using a new finger at 11:32 a.m. And the result was 4.5 inr. The result from the laboratory approximately 20-30 minutes later was 3.3 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The doctor adjusted the customer's coumadin dose. On (B)(6) 2019 the customer tested on the meter with a result of 4.6 inr at 9:13 a.m. The result from the laboratory "a few hours" later was 3.4 inr. The customer is doing fine.